Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. It should be noted that the product labeling states that the device contains latex. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. In addition, the 510k number is unknown due to model and lot number not provided. Hospital medsun number (B)(4).

Event description:
It was reported that a fogarty catheter was used on a patient that had a severe latex allergy. The patient was having a declotting of the right av graft. During the procedure, the patient became hypotensive. The catheter was immediately removed and a latex free catheter was used. The patient was given vasopressors and stabilized. The patient was discharged from the hospital the following day. The device was discarded at the hospital.